Event description:
Healthcare professional reported through regulatory agency "intracapsular rupture, silicone perspiration, change of device¿s colour, capsular contracture (baker grade ii)". This record is for the right side. Device was explanted.

Manufacturer narrative:
E1. (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii.